Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. A proximal portion was received measuring 49 cm. A distal portion was received measuring 49 cm. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Lack of blood throughout the length of the lead indicates that the insulation was likely cut during explant. Concomitant products: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008; 6944 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead insulation was broken in two places. The lead was extracted and replaced. No patient complications have been reported as a result of this event.